Event description:
The pt's caregiver called tech support concerning m22 safety clamp error in the flushing step of setup. The caretaker reported the pt retained fluid in the abdomen for an unk reason. The pt's caregiver stated she was going to take him to the ER for eval. Treatment data from cycler: drain 0.3 m. Fill 1: 2802 ml, drain 1:2321 ml; fill 2: 2802 ml, drain 2: 2991 ml; fill 3: 2802 ml, drain 3: 1 ml.

Manufacturer narrative:
Currently, medical records and treatment data have been requested, a large intra-peritoneal volume of 3,094 nk was recorded to have been left in the pt's abdomen with an unk cause. The device is currently undergoing eval and a supplemental report will be submitted upon completion.